Manufacturer narrative:
The device was in clinical use at the time the issue was discovered. It was reported that the incident occurred during the pre-use setup. Therefore, there was a delay in patient care. The patient was transferred to another ventilator with no harm. The front bezel assembly was returned for evaluation. However, a similar investigation was performed, and the root cause was determined to be due to liquid ingress. Updated h3/h6.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report:(B)(6) 2021.

Event description:
The customer reported a ventilator's touchscreen was not working and experienced a nav-ring issue during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:29mar2021. B4:05apr2021. The device was not in clinical use at the time the issue was discovered. The device malfunction was identified during the pre-use setup. There was a delay in patient care due to this. There was no patient or user harm reported. Further patient delay was prevented by using a different ventilator on the patient. The device was evaluated by the customer and a philips field service engineer (fse). The touchscreen was reported to have been unstable due to the navigation(nav) ring. The defective nav-ring was confirmed by the fse. The fse replaced the nav-ring. The unit was then functionally tested reported to have been fixed. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.